Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their controller was not working and the issue began probably about two weeks ago. Patient stated that the controller stayed full time on 100% charge and the implant was always at 90%. Patient noted that they could go a week without charging the implant. Patient noted meanwhile they would be going without any stimulation. Patient reset the controller and put new batteries in the controller but the issue did not resolve. Agent asked and patient noted they can charge the controller and can't charge the implant. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed recharging 70% and implant 100%. Agent confirmed stimulation was on and walked patient through adjusting therapy through groups a, b, and c. Patient noted they felt the stimulation all over their right leg and not in the desired area. Patient noted they were looking to feel stimulation in their left calf and more in their back. Patient denied any recent falls or trauma. Agent reviewed role of medtronic rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with healthcare provider tomorrow at 9:15am. Patient mentioned that they had their right knee replaced last year.